Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Review of the device memory found a code 1003 indicative of battery voltage too low for the projected remaining capacity. This was determined to be a temporary high current drain and the device still met longevity calculations and normal rate of battery depletion. Although engineering was unable to determine the exact root cause of the high-powered event, it was thought to be a associated with a telemetry event. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient underwent a procedure to implant a left ventricular assist device and during the pre-discharge interrogation, the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD had only been implanted for less than two months. Subsequently the patient underwent another procedure to explant the ICD. A new ICD was successfully implanted and no additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient underwent a procedure to implant a left ventricular assist device and during the pre-discharge interrogation, the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD had only been implanted for less than two months. Subsequently the patient underwent another procedure to explant the ICD. A new ICD was successfully implanted and no additional adverse effects were reported.